Manufacturer narrative:
This event will be upload once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, metal on metal cup may be loose. Cup, head, neck and the neck sleeve were came out. Additional information: right hip.

Manufacturer narrative:
See attached. Updated event problem codes. - attachment: [wd011615.pdf].